Event description:
It was reported the patients blood glucose level rose to 400 mg/dl while wearing the pod between 4 and 24 hours.

Manufacturer narrative:
The device was received with corrosion observed on the pcb assembly and bottom battery. Data obtained from the device didn't generated any alarms, but rotational sensor errors were observed. Inspection of the commutator cap found contamination which contributed to the observed rotational sensor errors. During the investigation, an internal leak was found in the fluid path due to a tear in the soft cannula. This leak caused fluid to accumulate in the pod and resulted in the observed corrosion and contamination. Fluid leaking from the intended fluid path is confirmed to have caused improper insulin delivery.